Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen all poly patella size 35mm catalog #: 00597206535 lot #: 62111798, nexgen option femoral component size f left catalog #: 00599601651 lot #: 62077303, nexgen articular surface size ef 10mm catalog #: 00596404010 lot #: 62080091, palacos bone cement 1 x 40 catalog #: 66022663 lot #: 73854291. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not sterilize the product, and canada cannot ship unsterilized products. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address breakage of the tibial implant approximately six (6) years post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. The product was evaluated through manufacturing review and the reported implant fracture was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per package insert for the nexgen cr-flex and lps-flex fixed bearing knee, device fracture is a known adverse effect of this procedure. It was also noted that the patient works a lot on their knees, which could be a contributing condition. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.